Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a hair found in the packaging of the probe.

Manufacturer narrative:
It was reported: "a hair in the packaging of the probe". The reported unit was returned for evaluation. The condition was not confirmed on the returned unit. The returned unit was received inside a bag, without its primary package (blister). The packaging was not returned with the unit. The bag in which the unit was returned was carefully inspected as well as the returned unit and no hair was observed anywhere within the bag or in contact with the serfas probe. Since the condition was not confirmed and no other similar events have been reported within the last 12 months, no further actions are required. The condition will be monitored through the product surveillance board, in order to determine actions to be taken based on condition re-occurrence and failure confirmation. The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a hair found in the packaging of the probe.